Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had an emergency room visit a year prior due to low blood glucose. Customer was treated with manual injections and glucagon and IV fluids. Customer declined follow up.